Manufacturer narrative:
Conclusion and justification status:the complaint states the patient, mrs (B)(6), on date (B)(6) 2008 was subjected to a left hip arthroplasty.from the year 2012 she accused pain and difficulty in dehambulation. After several clinical exams the patient on date (B)(6) 2014 was subjected to a revision surgery. Blood analysis detected high ions levels of cr and co.a review of complaint databases did not identify any anomalies.without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(4) 2015-medical records received. After review of the medical records for MDR reportability, the medical records indicated metal ion levels below 7ppb before the revision. The medical records mentioned that osteolysis and metallosis were found during the revision operation. The complaint was updated on: (B)(4) 2016.